Event description:
It was reported, the customer was experiencing high blood glucose of 600 mg/dl, treated with manual injections. Customer reported, the insulin pump had alarmed no delivery. Customer's current blood glucose was 400 mg/dl. Performed fixed prime and insulin did exit. Customer removed site and cannula was bent. She manually inserted the infusion set. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.